Event description:
It was reported that the ventilator generated alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
An improvement was requested that this problem does not occur in the future. The reported issue can be confirmed in the provided information. The received logs revealed clinical alarms at date of the event such as: respiratory rate high, check tubing, expiratory minute volume low, peep high. The pre-use check prior to the event was successful and there is no indication of a technical malfunction in the system at the time of the event. There is no information whether any parts have been replaced. Therefore, the root cause of the generated alarms has not been determined. However, this issue has been addressed to the research and development department via a system problem report for further investigation.

Event description:
Manufacturer ref#: (B)(4).